Manufacturer narrative:
The explanted inlay was returned to the manufacturer and was subjected to visual microscopic inspection and dimensional analysis. The edge thickness and diameter were measured and found to be within specifications. A portion of the inlay was torn off and there were some cuts and particles were observed on the device, but these findings are consistent with findings for corneal inlays that have been explanted since surgical instruments are required to remove the device from the eye and placed it in a hydrated storage container for transport. The device history record review of the manufacturing lot for this device was performed and there were no discrepancies or unusual findings related to the reported issue. Inlay shifts in position and vision decrease are listed in the device labeling as known potential risks. Complaint reference number: (B)(4).

Event description:
The patient underwent uneventful implantation of the raindrop corneal inlay in the left eye on (B)(6) 2017. Postoperatively the inlay decentered slightly inferiorly. The patient's best corrected distance visual acuity (bcdva) decreased from 20/20 (preoperatively) to 20/30 immediately prior to inlay exchange on (B)(6) 2017. Additional information has been requested.